Event description:
It was reported to covidien on 10/14/2009 that a customer had an issue with an insulin syringe. Customer reported a needle stick to a nurse occurred approximately 8:00 am on (B)(6)2009 after the injection was given to the resident. The customer reports the rn gave the injection to the resident and when the safety device was being activated, the needle went through the side of the safety device and the needle stick occurred.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.